Event description:
Sales representative reported "implant rupture". Hcp later reported ¿large areas of fluid-free echo-free areas were seen in both breasts¿ and ¿breast adenosis possible¿, and ¿multiple hypoechoic areas with a diameter of less than 0.5 cm were seen in the breast body layer¿- which is not device related. This is for the unknown side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.